Event description:
The resident was found unresponsive, hanging out of bed with resident's head through the siderails, by staff on regular rounds. Resident apparently tried to get out of bed unassisted and got head caught between the siderail bars, resulting in death.